Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that the left ventricular (lv) lead had an implant attempt, but was not used due to a change in target vessel to a smaller vein, resulting in the lead being too big for it. The lead was not implanted, and replaced. No patient complications have been reported as a result of this event.